Manufacturer narrative:
Other applicable components are: product ID 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a patient implanted with two implantable neurostimulators (ins) for non-malignant pain. It was reported that during the summer of 2016 around (B)(6), the patient was swimming with the ins on and while in the pool she felt more stimulation. The patient turned the ins of and no additional troubleshooting was needed. It was noted that this was a sudden change in therapy/symptoms. The patient was feeling good and did not need the therapy. A healthcare professional (hcp) told her that she could turn off both ins and use it when needed. The patient was exercising and swimming, and stopped using therapy for the month or so prior to (B)(6) 2016. Two weeks prior to (B)(6) 2016, then patient fell. She tripped over something, tried catching herself on a chair, and the stool went down with her on top of it hitting the wall. The patient kind of twisted her whole body. She saw the hcp on (B)(6) 2016. They did an x-ray and it showed that one of the patient's leads in her back moved. The patient told the hcp that she had been in pain and the hcp told her to turn both ins on. It was noted that the patient was seeing the hcp for her neck and spine. The patient told the hcp that her neck was not doing well because she had infections and now her lower and middle back were hurting. The pain was in the whole back and neck area. The hcp just started injections for the patient's neck instead of putting a third ins in for her neck. It was noted that the patient's thoracic and lower back had been doing great. After the fall her whole body was hurt for almost a week and then the pain started going into the lower back, mid-back, and neck. Poor communication on the patient programmer was reported. The patient was not able to connect with both ins and was not able to communicate using the recharger. This was first noticed on (B)(6) 2016. It was noted that the last successful recharge session had been over the summer. The patient was to follow-up with the hcp to perform a physician recharge mode. It was noted that the patient sent a text message to a manufacturer representative on (B)(6) 2016 saying that she was having some difficulty. Refer to manufacturer report # 3004209178-2016-22067 for the report of this event for the patient's other ins.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer indicated that the lead had been turned off that the time. The manufacturer representative (rep) met with the patient at their healthcare professional's office to get the implants recharged and reprogrammed. The issues had been resolved and the patient was getting effective therapy again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.